Event description:
Reportedly, the instrument was used to staple the rectum, when they inserted the proctoscope transanally, the rectum was wide open with no staples. Surgeon hand sewed the rectum closed. A diverting colostomy was performed as well. Procedure: low anterior resection.